Event description:
Thermal damage of the patient electronic unit circuit board was discovered during evaluation of the device. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection revealed a functionally damaged component on the i3 stuffed pcb in the form of a blown tantalum capacitor. Despite multiple attempts, the unit was not able to be powered on. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.